Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display and button error from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer stated that the pump switched off during the night without triggering alarms. The customer changed the battery and received battery out limit alarm. The customer also noticed low battery life. The customer stated that it was impossible to download alarm history.

Manufacturer narrative:
The date of this report in the initial report was incorrect. The correct date has been updated with this report.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. No battery out limit alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on the lcd board. No unexpected restart alarm noted. All of the buttons functioned properly. However, moisture damage was found on the keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.